Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and charger. It was also reported the patient had not recharged her ipg in over a year and the patient was without stimulation.. Follow-up information revealed the sjm representative met with the patient and was unable to establish communication between the patient's ipg and any external devices. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. It was noted the physician experienced difficulty removing the ipg from the pocket. The patient reported effective stimulation therapy postoperative and the reported issue is now resolved.